Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the rep was meeting with the patient and wondered if a replacement antenna could be shipped for the appointment. The caller stated that the patient did not describe any physical damage to the antenna, but the patient reported that they had difficulties charging their ins and saw an error message in regards to the antenna. The caller stated it had been awhile since the patient had charged their ins and it sounded like a power on reset (por). The caller stated they were not sure if the difficulties with charging the ins was an issue or if the patient had failed to charge it, and then was unable to because was overdischarged. It was further reported that the patient's ins was just discharged because they were able to charge normally after an antenna locate (al) feature. The caller stated there were no coupling bars. The caller did not recall the al feature numbers. The caller tried the al numerous time with different resulting values. When the caller had the highest number, they stopped the al feature and attempted a recharge session. They got a por and then all 8 bars. It was reviewed to charge to 25% and take a break and clear the por and continue to charge. The caller inquired why they did not get the 60 min countdown, and it was reviewed the patient must have been newly overdischarged. The caller added there had been a 30 pound weight loss, but no falls or trauma. The battery was superficial. The caller noted a fusion surgery in (B)(6) 2017, but coupling issues did not begin until (B)(6) 2017. It was then reported that there was no antenna error message or damage to the antenna. The device was not overdischarged. The cause of the difficulty charging was the position of the battery, but using the al feature allowed them to charge the battery. The patient was re-educated on charging. The error message, difficulty charging, and being unable to charge was resolved. Additional information was received from the consumer on 2018-oct-22.it was reported that there was poor communication. Neither the implantable neuro stimulator recharger (insr) nor the patient programmer were communicating so they had not been able to put the implant into MRI mode in order to get an unrelated MRI for a problem with the patient's hip. The consumer did not know the last time that they had charged the implant and it was a "while ago." The last time they charged they had turned the implant off because they were having trouble with the implant. During the call, the consumer was getting the reposition antenna screen on the insr when they tried to charge the implant. It was noted that the consumer got this screen a lot usually and it was normally difficult for the patient to get the insr to "go to" the implant charging screen unless they repositioned it a lot. The consumer had been working with their health care provider (hcp) about this issue and stated that they will have to get the implant battery removed and changed. This time, during the call, the consumer was only able to get the reposition antenna screen. The consumer did not know but they thought the implant may have moved. The consumer had been in the office to have the implant charged and "rejuvenated" once before. The consumer had been having unrelated health issues going on which did not give them time to address this charging issue. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the patient was going to have the whole system removed and not changed out. No further complications were reported or anticipated.